Event description:
During undocking of the robot, when the st was removing the monopolar curved scissor from the arm/trocar the cover tip accessory fell off the instrument into the patient. There was no tension when removing the instrument from the trocar but when the cover tip met the trocar, the trocar pushed the tip off.